Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: DHR review for part #03.505.210, synthes lot#7766705. Release to warehouse date: 19-nov-2014, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the tip of the screw driver was broken during the surgery on (B)(6) 2017. No further information was provided by the hospital. There is no information available about patient and surgical outcome, surgical prolongation or unknown if a fragment felt into the patients body. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that during a mandible plate removal surgery the surgeon felt it was difficult to remove the matrix mandible 2.0 mm locking screw using the reported screwdriver. The screw did not break but was difficult to remove from the patient¿s mandible. The surgery was completed successfully with no delay and no adverse consequence to the patient.